Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the component was not recognized, so new ones were submitted. No patient was present.

Manufacturer narrative:
Product analysis#: (B)(4): 2024-05-09 12:41:08 cdt webmremotews sfdcmnav product analysis task update tested by date: 2024-05-09 failure mechanism (other): uneven reflective surface findings and conclusions: reported problem was confirmed. The returned spheres do not appear to be damaged but appear slightly duller than normal and has an uneven reflective surface. A high geometry error was displayed when the spheres were attached to a known good instrument and would track intermittently. Afc: nafc0118 - damaged tool; this regulatory report is being submitted due to retrospective review through CAPA: 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.